Event description:
The customer reported that the jaws would not re-open during a colon resection and that the knife blade was exposed. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.